Event description:
This case was reported by a consumer and described the occurrence of angioedema in a female pt who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) strip over a period of 2 days for loose dentures. A physician or other health care professional has not verified this report. The reporter was pt's daughter. Co-suspect medication included altace. Concurrent medications included moxifloxacin hydrochloride (vigamox), prednisolone, ketorolac trometamol (acular), rimexolone (vexol) and robitussin-dm (robitussin dm). In 2007, the pt started polyethylene oxide + sodium carboxymethylcellulose (dental). On the same day, the pt experienced a sore throat. On the next day, treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. Days after discontinuation, on three days later, the pt developed an engorged upper lip. The pt contacted her physician and was advised to take diphenhydramine hydrochloride (benadryl) and apply cold compresses. After treatment did not help, the pt presented to the ER and was advised that she had angioedema. According to the reporter, one physician considered the event was related to altace however, another physician disagreed as the pt had been taking altace for 2.5 yrs without difficulty. The pt remained in the ER for 3 hrs and was treated with intravenous steroids and antihistamines. The pt was discharged with instructions to take cetirizine hydrochloride (zyrtec) and a 5 day course of prednisone. The pt's daughter reported that her mother's symptoms kept changing. At the time of reporting, the swelling was moving from the lip up to the cheek area and her mother's cheek was red and swollen. This case was assessed as medically serious by gsk. Treatment with polyethylene oxide + sodium carboxymethylcellulose was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
The manufacturer's report number for this case is 1020379-2007-00005. Super poligrip comfort seal strips, neither the product nor lot number for this product is available. No corrective actions have been required based on this report.